Event description:
On (B)(6) 2007, I underwent a right total hip arthroplasty. I received the depuy pinnacle 100 cup and prodigy stem and metal on metal articulation. In 2011, I began experiencing pain and difficulty with the implant. In (B)(6) 2012, I reported to my doctor that the implant was taking clicking noises and occasionally locking up. Due to my doctor's concerns, he referred me to testing to determine my cobalt and chromium levels and suggests I continue monitoring in the future. Since the implantation of the device, I have experienced severe pain, discomfort and inflammation in the right thigh and right hip area. I also experience extreme discomfort when sitting, walking or standing for periods of time. Diagnosis or reason for use: osteoarthritis, right hip.